Manufacturer narrative:
Device was returned for eval, but eval was not available at the time this MDR was submitted.

Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to med device reporting. This MDR is based on preliminary info rec'd by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz products were causally related to the incident. Allegedly, according to the doctor, when performing a lap pelviscopic hysterectomy, the energy of activated instrument became concentrated on the tip rather than the whole jaw (paddle); allegedly, this caused an inadvertent vessel rupture. At that time doctor switched to an open procedure to address damaged vessel and complete procedure. Vessel rupture was addressed and procedure completed.